Event description:
It was reported that the ilet device intermittently lost bluetooth connectivity with a paired dexcom g7 sensor. During these episodes, glucose readings remained continuously available through the dexcom g7 mobile application, suggesting that the sensor itself was functioning properly and that the issue was isolated to communication between the ilet and the sensor. The user¿s representative contacted support and, during the call, performed a bluetooth firmware update on the ilet device. Following the update, the ilet resumed receiving glucose data from the dexcom g7 sensor without further interruption. No adverse physiological effects were reported by the user. The only impact was a temporary loss of automated glucose data transmission to the ilet, with no clinical consequences. The investigation was conducted remotely and included technical troubleshooting and user education. It was determined that the ilet device was operating with outdated bluetooth firmware. Updating the firmware resolved the communication issue. The event was concluded to be consistent with a device communication error that was successfully resolved through a firmware update. No clinical harm was reported.